Event description:
The surgeon inserted a competitor's lens using the indigo-p injector. Upon insertion into the eye, the lens was noted to be upside down. In attempting to reposition the lens, the lens tore. The incision was enlarged to removed the lens and another lens was inserted. A suture was required to close the wound. The cause of the lens being delivered upside down was due to the lens being improperly loaded into the injector. Patient's prognosis is excellent. Patient is very happy with the outcome of surgery.